Event description:
A malfunction code, malf 12, was reported, but no notable events occurred prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl and remained within a normal range. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.